Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the activation button seemed to be sticking. This only occurred when the device jaws were locked. There was no pt injury.